Manufacturer narrative:
After further evaluation, the likely cause is being changed from the architect i2000sr to the architect hiv ag/ab combo reagent (list number 04j27). False reactive architect hiv ag/ab combo results generated for diagnostic purposes only is not reportable. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer observed false reactive architect hiv ag/ab combo for multiple patients. The patients with initial reactive hiv results are recentrifuged and repeated with reactive results. When the same patients were repeated on the roche cobas, the results were negative. There were no specific patient results provided. There was no impact to patient management reported.

Event description:
The customer observed false reactive architect hiv ag/ab combo for multiple patients. The patients with initial reactive hiv results are recentrifuged and repeated with reactive results. When the same patients were repeated on the roche cobas, the results were negative. There were no specific patient results provided. There was no impact to patient management reported.

Manufacturer narrative:
Updated to include h4: device mfg date.

Manufacturer narrative:
This report is being filed on an international product, list number 03m74-01 that has a similar product distributed in the us, list number 3m74-02 / 84 / 98, with 510k/PMA/bla of exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect hiv ag/ab combo for multiple patients. The patients with initial reactive hiv results are recentrifuged and repeated with reactive results. When the same patients were repeated on the roche cobas, the results were negative. There were no specific patient results provided. There was no impact to patient management reported.

Manufacturer narrative:
Upon further review, on 10dec2024, the likely cause product was changed to the architect i2000sr processing module, list number 03m74, and therefore further information will be provided under this product. The field service representative inspected the architect i2000sr analyzer and cleaned the clogged asm waste manifold. The cleaning of the asm waste manifold resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the asm waste manifold did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr analyzer for serial (B)(6) or the asm waste manifold was identified.

Event description:
The customer observed false reactive architect hiv ag/ab combo for multiple patients. The patients with initial reactive hiv results are recentrifuged and repeated with reactive results. When the same patients were repeated on the roche cobas, the results were negative. There were no specific patient results provided. There was no impact to patient management reported.